Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. The pump supplies were changed and the customer successfully resumed insulin deliveries after the system check. Customer's blood glucose (bg) ranged from 396-397 mg/dl and the customer felt nauseous and discomfort. A correction bolus was delivered to address bg level.

Manufacturer narrative:
Device not returned.